Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that during transfer of the patient from a stretcher bed, a high pressure hose loosened from the ventilator that was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
No parts were replaced therefore the investigation consists of an evaluation of the device logs. The ventilator was not examined, but according to the hospital, the ventilator is back in service. Evaluation of the device logs showed that pre-use checks prior to and after the reported event are successful. At the time of the event, the ventilation mode was set to bi-vent (bi-vent is a pressure controlled breathing that allows the patient the opportunity of unrestricted spontaneous breathing) and with gas mixture was set to 100 percent oxygen. The logs show a low air supply pressure alarm from start of ventilation and that indicates that there was no air gas supply connected during the ventilation. During the ventilation there was four alarms indicating that both air and oxygen supply pressure was low, but no ventilation related alarms were generated indicating deviations in the ventilation. This indicating that there was an intermittent drop of the oxygen supply pressure. The last time an alarm indicating that both air and oxygen supply pressures were low, the ventilator also alarmed for apnea, low respiratory rate, and low oxygen levels. Our conclusion is that there was a stop of ventilation due to a low gas supply that confirms the information from the hospital regarding this incident. But prior alarms long time before the event shows, that the user had time to take the appropriate measures. The cause for why the high pressure hose loosened has not been determined. But there is no indication of a technical ventilator malfunction.

Event description:
(B)(4).